Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon cr fem comp #6 l-cem; cat # 5510f601; lot # hj29y triathlon prim tib baseplate - cemented; cat # 5520-b-600; lot # duz4eb triathlon asymmetric x3 patella; cat # 5551-g-320; lot # d3j5 3.0 rio® robotic arm - mics; cat # 209999; lot # unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Dr (B)(6) reports patient (B)(6) a status post primary left total knee done on (B)(6)2020 appears infected and requests to remove the implants and put in an antibiotic spacer. Dr (B)(6) carefully removed the implants using flexible osteotomes and a saw. He then proceeded to debride and wash the bone. Once removed and washed he implanted an antibiotic spacer made of cement laden with extra antibiotics. The procedure was performed without incident. No further information is available. Correction 01/june/2020 wg: branch provided implant sheets for the robotic primary on (B)(6) 2019 and a poly swap performed on (B)(6) 2020.